Manufacturer narrative:
Per the patient's request, the devices will not be returned to the company and will be given to the patient.

Event description:
The patient's system was explanted due to infection.